Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the sensor. Customer stated that she received multiple sensor errors and a calibration error. Troubleshooting was performed. Verified alerts in history. Alerts occurred after initialization. Customer was unsure if the connector bridge were damaged. Unable to finish troubleshooting due customer was very short on time. Customer's blood glucose level was 255 mg/dl. No further information reported.